Event description:
The customer contacted baxter's technical service center to report he needed to re-prime the patient line, while on the homechoice (hc) machine while he was in fill 1. The baxter technical service representative (tsr) explained that once the hc went into therapy without the patient being connected, that the hc pulls air into the setup and that the hp would then have to start therapy over with new supplies. The hp did not want to start over with new supplies. The tsr explained that the set up was contaminated and that he would run the risk of infection if he used that setup. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up with the nurse revealed that she retrained the patient and the caregiver on (B)(6) 2010. The nurse further indicated that the patient is doing well with his therapy. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient wanting to reprime. The patient was not connected. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.